Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device changeout, unexplained signals were observed on the realtime egm. No electrical anomalies were noted. The physician performed an induction test. The test and patient condition were good.